Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were to have a magnetic resonance imaging (MRI), but it wasn¿t related to the device or therapy. It was noted they were currently admitted to the hospital for cancer. The patient¿s device had been off ever since they had a car accident in (B)(6) 2015. They had been adjusted several times but hadn¿t worked properly. It was noted it was working properly until they got into the car accident. If they charged, it didn¿t feel any different and wasn¿t helping them. It was further reported that the stimulator was dead. The patient was implanted for non-malignant pain.

Event description:
Additional information received from the consumer on (B)(6) 2017 reported that the patient had not recharged the implantable neurostimulator (ins) in a while because they had a car accident and the stimulator was not working right starting in (B)(6) 2015. The patient stated that they had some adjustments but nothing seemed to help. The stimulator was not really working that well and they patient could not tell if the ins was charged or not. It was reported that the patient had recently lost weight and was trying to recharge the ins to see if it would make a difference but the patient could not recharge the ins. An appointment with the health care professional (hcp) was scheduled for later this month and the patient wanted a manufacturer representative to be there. The attempt at charging and not being able to due to no communicate occurred on (B)(6) 2017. Additional information from the consumer on (B)(6) 2017 inquired more about the hcp getting in touch with a manufacturer representative. The hcp did not know who the manufacturer representative in their area was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a manufacturer representative had re programmed/adjusted the stimulator with no/minimal improvement. Dates provided were (B)(6) 2015. Additional information was received from a hcp. It was reported that the patient claimed that he was told he could have a full body scan. The stimulator battery was dead, and being unable to communicate with any piece of equipment was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.